Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a twitching/ticking sensation under their left breast. An interrogation indicated that the right ventricular (rv) lead had a high threshold. Reprogramming was performed to reduce the threshold. The patient is a participant in the adaptresponse study. No further patient complications have been reported as a result of this event.